Event description:
Patient presented to their dentist with exacerbated tmj symptoms, with inspire therapy, a pre-existing condition for the patient. The patient's dentist provided a dental device designed to help maintain mouth closure during therapy.